Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a 3-lumen catheter. A colored liquid, identified as catecholamine , was found in the proximal extension line. The catheter was separated at 0.5 cm below the juncture hub. The catheter body was otherwise normal, but it was deformed in the area of the separation. Adhesive residue was observed on the hub and in the area of the separation. The proximal lumen appeared collapsed and the catecholamine was observed. The distal and medial lumens were slightly deformed. The catheter appears to have been attacked by a chemical on the surface of the body in the area of the separation. This along with a tight suture can deform and separate the catheter. A review of manufacturing records did not yield any relevant findings. Based on the appearance of the catheter and the report that the separation occurred during use, operational context caused or contributed to this event. No further action will be taken. Correction: the initial reporter information (name and address) has been updated.

Event description:
It was reported that during use in surgical ic, the catheter "broke." As a result, the catheter was removed and a new kit was opened and used without issue. There is no reported delay, death, or complications to the patient as a result of this occurrence.